Manufacturer narrative:
This product remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this pacemaker experienced a syncope episode. Technical services (ts) was consulted and reviewed the available information where the device appeared to be functioning as programmed. There were non-sustained ventricular tachycardia (nsvt) episodes found; however, the patient has a pacemaker device unable to provide tachycardia therapy. At this time, the cause for the syncope episode remains unknown. This device remains in service. No adverse patient effects were reported.